Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve implanted in the tricuspid position underwent a valve-in-valve procedure after an implant duration of 6 years, 3 months due to severe stenosis and degeneration. The patient presented with acute on chronic combined systolic and diastolic chf, nyha !ii. The procedure was performed with a 26mm 9755rsl transcatheter valve. Per received records, the tricuspid valve prosthesis was degenerated with severe tricuspid stenosis and moderate mitral regurgitation. Du to high risk of surgical valve replacement, it was decided to perform a valve in valve procedure instead. The previously implanted prosthesis was predilated with a 12mm peripheral balloon and a 26mm thv valve was successfully implanted and echo post deployment revealed well seated valve with no evidence of regurgitation or pvl.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections b5, g3, g6, h2, h6 (clinical code, device code, type of investigation, investigation findings and investigation conclusions). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including coronary artery disease, diabetes mellitus type 2, and hyperlipidemia. The subject device is not available for evaluation as it remains implanted in the patient. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve implanted in the tricuspid position underwent a valve-in-valve procedure after an implant duration of 6 years, 3 months due to severe stenosis. The patient presented with shortness of breath and chest pain. The procedure was performed with a 26mm 9755rsl transcatheter valve.